Manufacturer narrative:
The serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not used his system in approximately a year. The charger gives an error when the pt attempts to charge the ipg. A new charger was used with the same result. The pt will consult with the surgeon to have the ipg replaced.